Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 72.5 mm diameter and 118 mm in length abdominal aortic aneurysm. The proximal neck was 18 mm in diameter and 11 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 12 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 8.7 mm in diameter. The right internal iliac artery measured 13.5 mm in diameter and the left internal iliac artery measured 12 mm in diameter. It was reported that at the index procedure a type I endoleak was noted. The endoleak was successfully treated with a cuff. The physician stated that the endoleak was caused by the tortuous proximal aortic neck. On an unknown date aneurysm enlargement was noted. The physician thought that the aneurysm enlargement was due to an endoleak; however, the location of the endoleak could not be determined. A CT was done noting a possible type ii endoleak from the lumbar artery. However, even though an angiogram was done the physician was still unclear as to the type of endoleak causing the aneurysm enlargement. It was decided to perform open surgery. A 14fr sized sheath was inserted in the left femoral artery, and a reliant balloon was inserted for occlusion. The balloon occlusion was near the proximal neck, and the aneurysm was cut open. Thrombus which was in the aneurysm was removed. The physician thought the patient had a type iii endoleak, junctional. The endoleak was confirmed near the left junction site. A 16x16x82 was implanted; however, the endoleak did not resolve. The physician decided that the endoleak was caused by a hole in the bifurcated stent graft. Felt was wrapped around the trunk of main body and contra limb to restrain hemorrhage and seal the endoleak. The endoleak resolved. The aneurysm was closed and surgery was completed. The physician will monitor the patient. No clinical sequelae were reported and the patient is currently stable. The physician commented that the proximal neck has curvature and graft was extended, which might lead to expansion of perforation. It seems to have rarely this kind of event case. There was a symptom of dic which might be one of the factors. The physician commented that there is a tortuosity at the proximal neck, and graft material was stretched out and the needle puncture hole was possibly extended.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; angulated neck, patient related; disseminated intravascular coagulation ); (unknown cause of endoleak). Conclusions: inherent risk of procedure (endoleak); device failure related to patient condition (anatomy related; angulated neck, patient related; disseminated intravascular coagulation); (unknown cause of endoleak).